Event description:
It was reported that the lens was implanted on (B)(6) 2010 and was explanted on (B)(6) 2012 because the patient was not satisfied with clarity.

Manufacturer narrative:
The lens was received and forwarded to the manufacturing site for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens (iol) was received at our manufacturing facility. A visual inspection of the optic parts took place and no optical deviations were found. A review of the manufacturing records showed no deviations. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Placeholder.